Manufacturer narrative:
One medfusion 3500 pump was retuned for analysis and the device had a crack on the right plunger case. The event log was reviewed and there was no error displayed that was related to the reported issue. The drive train test is no longer needed per 3500 medfusion. Occlusion testing was performed, and the device passed testing. The pump was found to be operating as intended.

Event description:
Information was received indicating that the medfusion 3500 pump failed the drivetrain test. There were no adverse events reported.

Manufacturer narrative:
Other, other text: h2: see b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no known patient harm.